Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient this implantable pacemaker device experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that pmt did not affect sensing, but did affect timing. Looks like combination of where cross chamber blanking is applied and possibly atrial undersensing. Could consider shortening cross chamber blanking to help. Did note that atrial sensing was 0.15 which was why ts was also leaning towards some undersensing. The device remains in service. No adverse patient effects were reported.